Manufacturer narrative:
The reported event of insulation damage was confirmed. A complete lead was returned in one piece. Visual examination found the lead body insulation was perforated/ damaged at the distal region consistent with procedural damage. X-ray examination did not find any indication of conductor fractures on any conduction paths. The cause of the reported event is consistent with procedural damage.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was flushed and noted that the fluid leaked from the mid-body of the lead. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout.